Manufacturer narrative:
The complaint of premature discharge of battery was not confirmed. The device was returned for analysis. Longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented remotely with elective replacement indicator (eri) alert triggered on the pacemaker (pm). Upon review, it was found that the battery of the pm depleted earlier than expected. The pm was explanted and replaced. Patient condition was stable prior to, during and after procedure.